Event description:
My son uses a dexcom g7 cgm and this is the second time the sensor wire has come out the hole of the sensor on application. This leads the sensor to fail. The first time I contacted dexcom they kept insisting that they wouldn't replace the sensor because the serial number came back as a "sample" unit. We receive these sensors through a medical supplier, covered by (B)(6). They get sent in packs of 3 each month. We have never received a sample. I have already made a claim with dexcom and waiting for a reply. Pt codes: 2906, 2907. Device code: 4582. Ref report: mw5172210.